Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: occurrence type: problem with damaged material. We have observed the presence of a very viscous clear liquid in the stopper and cylinder. We have separated the syringes from the sales area.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. Device manufactured in a facility that does not manufacture devices for the us market. This device is sold outside of the us and is not similar to a bd device registered or sold in the us. The solomed device is exempt from us MDR reportability.

Event description:
Device was determined to be solomed syringe.